Manufacturer narrative:
The device was evaluated by the hospital¿s equipment department and has been returned to full functionality. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information available there is insufficient information to confirm the cause of the reported problem. The customer has confirmed that the device is fully functional. The investigation concludes that no further action is required at this time

Event description:
It was reported to philips that the device had an ECG issue. The alleged failure was observed while the device was in clinical use. However; no adverse patient impact was reported by the customer.